Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the tip of the device was broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.